Event description:
It was reported that following a procedure on (B)(6), 2022, it was discovered that the tip of the protection sleeve was damaged. The procedure has been completed with no delay and there was no patient consequence. Upon manufacturer investigation, it was determined that the device was bent. This report is for a protection sleeve for fns insertion instruments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part: 03.168.013 lot: 180241-301 supplier: lietner ag manufacturing site: (B)(4). Release to warehouse date: december 10, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the protection sleeve f/insertion instr was returned and received for analysis. Upon visual inspection, the edge of the distal tip was identified to be deformed. No other issues were observed with the returned device. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. Investigation conclusion: the reported condition of the complaint device (protection sleeve f/insertion instr) is confirmed. The distal tip is deformed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.